Manufacturer narrative:
The insulin pump had a button error alarm and two buttons were unresponsive due to corroded keypad traces. The pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot. Moisture damage was also found on the electronic and motor assemblies. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer was putting the pump back on after taking a shower and the pump started alarming. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.